Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. However, the potential root cause for this failure mode could be funnel slurry dipping level below bifurcation can lead to customer complaint weak inflation arm. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: patient has acute urinary retention or bladder outlet obstruction, need for accurate urine output measurements, use for selected surgical procedures, to assist in healing of open sacral or perineal wounds, patient requires prolonged immobilization, to improve comfort for end of life care. Proper techniques for urinary catheter: insertion: perform hand hygiene immediately before and after insertion, insert urinary catheters using aseptic technique and sterile equipment, use the smallest foley catheter possible, consistent with good drainage, document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in the patient record. Proper techniques for urinary catheter maintenance: secure the foley catheter. Use the statlock® foley stabilization device if provided maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions, maintain unobstructed urine flow and keep the catheter and collection tube free from kinking, keep the collection bag below the level of the bladder or hips at all times, empty the collection bag regularly using a separate, clean collection container for each patient.

Event description:
It was reported that the nurse inserted a foley catheter into the patient with no difficulty. Stated that while nurse went to inflate the balloon with the saline, saline squirted from a pin hole in the side of the y-connector. When nurse removed saline only 1ml was removed and required reinsertion. No visible defects was observed.